Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain. The patient reported that on march 18th, their doctor did a revision because the pump was flipping but now it's moving again. The patient stated that they wore a brace at all times and hated wearing the brace because it affected her sleep, but does it because if she doesn't wear it, the pump would flip. The patient stated they were about 7-8 weeks post operation (op) from the revision surgery. The patient stated that everyone said it was a loose pocket.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that recently the patient had a flipped pump and had a revision a week ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.